Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, three patients developed strictures requiring dilation. This patient underwent one treatment with the 360 express using the standard regimen (12j/cm2 ¿ clean ¿ 12j/cm2 ) according to the self-sizing rfa study protocol. During the next endoscopy, the residual barrett¿s tissue and the neo-scj were circumferentially ablated with focal rfa (barrx 90, simplified ablation regimen: 3x 12j/ cm2 ¿ no clean). Three months later residual barrett¿s islands were treated with focal rfa (barrx 60, simplified ablation regimen: 3x 15j/ cm2 ¿ no clean). During the next endoscopy a stenosis was seen that could not be passed with the endoscope. The patient underwent two dilation sessions. The dilations resolved the issue (stenosis) and the patient¿s condition was normal afterwards.